Manufacturer narrative:
Product complaint # (B)(4). Based on the product analysis completed on 24-dec-2018, the event now meets the required criteria for MDR reporting as a "malfunction". Date of event: the event occurred in the year 2018; however, the month and day were not reported. Procode: krd/hcg complaint conclusion: as reported by a healthcare professional, the 2.5mm x 5cm orbit galaxy xtrasoft (640cx2505/17665789) hydraulic coil failed to re-sheath. Details regarding the procedural situation that led to the re-sheathing of the coil and the procedural outcome were not reported. No patient complications occurred as a result of the event. It was reported that the information provided for this complaint was all of the details that were known/available regarding this event. A non-sterile og cmplx xtrasoft coil 2.5x5 was received inside of a pouch. The hypotube was inspected and was seen kinked at 30, 70, and 71 cm from the proximal end of the device. The introducer was found completely unzipped and without damage. The support coil, gripper, and embolic coil were found outside of the introducer, and were visually inspected. No damages were found on the support coil and gripper; however, the embolic coil was stretched. The support coil, gripper, and embolic coil were inspected under microscope. The stretched condition of the embolic coil noted during the visual analysis was confirmed. Functional testing could not be performed due to the kinked condition of the hypotube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint that the coil could not be re-sheathed was confirmed since the introducer was found unzipped and could not be re-zipped. The failure experienced by the customer may be attributed to the kinked condition of the hypotube noted. There is not enough information to identify the cause of the observed failure. However, it is likely that excessive force was applied to the device. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device; however, it is possible that the kinked condition of the hypotube and the stretched condition of the embolic coil may have occurred during storage, shipping, or processing after the reported event. Failure to re-sheath is a known potential product failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned sample; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure and damages noted on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the 2.5mm x 5cm orbit galaxy xtrasoft (640cx2505/17665789) hydraulic coil failed to re-sheath. Details regarding the procedural situation that led to the re-sheathing of the coil and the procedural outcome were not reported. No patient complications occurred as a result of the event. It was reported that the information provided for this complaint was all of the details that were known/available regarding this event. Evaluation of the returned device revealed stretching of the embolic coil.